Manufacturer narrative:
There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
The peritoneal dialysis patient reported being hospitalized due to peritonitis approximately (B)(6) 2017. The patient stated that peritoneal dialysis therapy was completed manually with the addition of antibiotics. The peritoneal dialysis (pd) nurse confirmed that the patient was hospitalized for peritonitis, however was unable to provide the exact date of hospitalization. The pd nurse reported that the peritonitis was caused by an unspecific growth of staphylococcus. The pd nurse stated that the patient continued antibiotic treatment via the intraperitoneal route upon discharge in the clinic. The specific antibiotic and dose was not available. The patient has been completing peritoneal dialysis therapy for seven years. The pd nurse reported that the peritonitis was caused by a breach in aseptic technique and the patient had a history of breaches in aseptic technique. The pd nurse reported that the patient has completed peritoneal dialysis therapy without wearing a mask or with other people in the room during set-up. The pd nurse stated that the patient is recovering.

Manufacturer narrative:
(B)(4)- the liberty cycler was not returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported being diagnosed and admitted to the hospital for peritonitis. The patient reported being discharged from the hospital one week later. Follow up with the patient's peritoneal dialysis nurse indicated that the patient was treated with ip antibiotics. Peritonitis was bacterial with unspecified growth of staphylococcus. The peritoneal dialysis nurse indicated that the peritonitis was likely caused by the patient's history of not following proper aseptic techniques when performing treatments. Additional information was solicited.